Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, worn keypad overlay, bubbled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. Event history log confirmed a ¿cassette not attached properly¿ alarm message occurred multiple times. Functional testing replicated the reported issue; ¿cassette not attached properly, reattach cassette¿ was alarming when the cassette was already properly inserted. The root cause was determined to be a stuck and contaminated dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿cassette not attached properly¿ alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.